Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer encountered a signal loss and as a result, the customer was not alerted of changes in glucose level. The customer did not exhibit any symptoms but subsequently was in contact with a healthcare professional (hcp) who treated the customer with glucose intravenously. No additional treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and de-cased sensor was observed. An internal visual inspection was performed on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. The returned sensor was re-programmed to storage state and activated for smu (source measurement unit) testing. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. The returned sensor was re-programmed to activate with known good reader. After waiting for few minutes, the known good reader was connected to masterm and command was sent to isf (interstitial fluid) and first 5 ble(bluetooth) packets were received. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer encountered a signal loss and as a result, the customer was not alerted of changes in glucose level. The customer did not exhibit any symptoms but subsequently was in contact with a healthcare professional (hcp) who treated the customer with glucose intravenously. No additional treatment or medication was reported. There was no report of death or permanent impairment associated with this event.